Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited intermittent impedance spikes on the right ventricular (rv) lead, measuring up to 1800 ohms. Boston scientific technical services (ts) discussed troubleshooting options. This pacemaker and rv lead remains in service. No adverse patient effects were reported.